Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: brown particles in the shell, opening curved on anterior, creases fold, and delamination of plug strap disk shell. Leak test and microscopic analysis were performed which identified a sharp opening on anterior, wear abrasion, and total delamination of plug strap disk shell. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was total delamination of the plug strap disk shell assessed as adhesive failure, and a sharp opening on anterior valve bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "patient's concern with the product" and deflation. Device has been explanted.